Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the contrast button was unresponsive and the keypad cover was missing. Contamination was found under all of the button contacts when the keypad was removed. There was a crack in the battery compartment. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that contamination was found under all of the button contacts, the battery compartment was cracked, and the display screen was dim and discolored. This report is made based on results of investigation completed on 12/12/2013.